Event description:
During procedure, one of the "wings" of the instrument broke off inside patient.

Manufacturer narrative:
Acmi confirms damage. One of the two tractor jaws has become detached from the instrument. The metal attaching pin, inserted through two holes in the tractor body and the jaw, sheared in two places where it meets the jaw. The remaining 2 portions of the pin remain in the two holes on the body. Possible cause for this failure is the application of an excessive amount of lateral force which has severely bent the mating slot where the attaching tab of the jaw inserts into the instrument. The instrument broke during surgery due to the being damaged/stressed before use. Conclusion: customer subjected instrument to forces significantly beyond the instrument design limits.